Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the dual blade retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no grip misalignment was observed. No issues with manual articulation of the instrument's inputs were observed. The grip tips moved accordingly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the customer stated that the dual blade retractor instrument installed on the universal surgical manipulator (usm3) was not moving as desired. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to reseat the sterile adapter (sa) but the customer was unable to do so. The procedure continued as planned with no report of patient injury.